Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015 in the patient's arm. The patient is pregnant. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient did not insert the sensor in an approved site. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally, the reported user of the device is pregnant. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.